Event description:
During an unknown procedure, the cartridge came off when pushing the release button. The cartridge was retrieved completely from the patient. Another device was used to complete the case. There was no patient consequence.